Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: unknown date of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked because the connection between the unspecified set and cassette did not lock. The customer started the treatment and during the infusion, the connection opened. This occurred while in use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.